Event description:
The Biomedical Engineer (BME) reported intermittent ECG issues with the Bedside Monitor (BSM). No patient harm was reported.

Manufacturer narrative:
The Biomedical Engineer (BME) reported intermittent ECG issues with the Bedside Monitor (BSM). The main cable was replaced and initially appeared to resolve the issue. However, they received reports that the BSM alarmed Ventricular Fib when it was not present and did not display Atrial Fib that was shown on the EKG machine. The BSM did not have any error messages, and the issue occurred with multiple patients. No patient harm was reported.Nihon Kohden continues to investigate the reported event. Nihon Kohden will submit a supplemental report in accordance with 21 CFR Section 803.56 when additional information becomes available.The following field contains No Information (NI), as attempts to obtain the information were made, but not provided:D10 Attempt # 1:07/10/2026 Emailed the BME for the information in the NI list above and for additional information: The BME replied that they were unable to obtain the CNS information that was being used. They have not tested on a simulator yet due to other issues at work. They did not have a copy of the strips for NK to review, as they did not know the patient's name.Attempt # 2:07/14/2026 Emailed the BME regarding more information: No reply was received.Attempt # 3:07/20/2026 Emailed the BME regarding more information: No reply was received.ADDITIONAL DEVICE INFORMATION: D10 Concomitant Medical Device: The following device was used in conjunction with the BSM:CNS:Model #: NISerial #: NIDevice Manufacturer Data: NIUnique Identifier (UDI) #: NIReturned to Nihon Kohden: NA